Manufacturer narrative:
A definitive conclusion cannot be made. As reported this is a patient with a complicated medical history. Review of the manufacturing records was performed. Review showed all process steps were completed per manufacturing procedures, inspection procedures, as documented. Product passed all required inspections at both end product and subassembly levels. There was no rework or other manufacturing abnormalities that may have contributed to reported post-op condition. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that in 2011 a patient with sigmoid diverticulitis with perforated sigmoid and anastomotic insufficiency, underwent the repair of a scar (incisional) hernia. The patient was implanted with a non-bard/davol mesh. Later the patient developed an infection and treated with a wound vac. The patient experienced fistula formation. On (B)(6) 2018 the patient underwent a procedure to explant the non bard/davol mesh. On (B)(6) 2018 the patient underwent incisional hernia repair with implant of a bard/davol phasix st mesh. The patient was treated in outpatient care for a large seroma between the skin and the mesh without complications. On (B)(6) 2018 dehiscence was noted with redness below. On (B)(6) 2018 the patient underwent surgery and the phasix st mesh was explanted. The explant was sent to the pathology. As reported, below the mesh (gelatinous scar plate) a fistula in the ascending colon had formed. The patient's condition worsened after the surgery. The patient was later discharged.